Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) male patient left knee was revised due to swelling and the surgeon changed the insert while in there. The patient was last known to be in stable condition following the event. The device will return.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, this 56 y/o male patient left knee was revised; however, the reason is unknown. The patient was last known to be in stable condition following the event. The device will return. Additional information received indicates that the patient had a revision due to swelling and the surgeon changed the insert while in there. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated knee. The most likely cause of the reported event is patient¿s conditions. Section d9: device available for evaluation (d9) the device was not returned to manufacturer for evaluation.